Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). PMA/510(k) number. Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02246 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "the clinical outcome of minimally invasive phase 3 oxford unicompartmental knee arthroplasty: a 15-year follow-up of 1000 ukas" which aimed to report the 15-year survival and ten-year functional outcome of a consecutive series of 1000 minimally invasive phase 3 oxford medial ukas (818 patients, mean age 66 years) using the cemented phase 3 oxford medial uka, manufactured at biomet. This study consisted of a patient who underwent partial knee arthroplasty on an unknown side on an unknown date. Subsequently, patient was revised to a total knee 9.37 years after initial procedure due to pain on an unknown date. No further information has been provided.